Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) 2020: it was further reported that the ra lead exhibited under-sensing during atrial arrhythmia prior to being re-programmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced dizziness. The ra lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low unipolar impedance and high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.